Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump alarmed motor error. Customer also reported issues with the drive support cap. Customer's blood glucose levels were not included in the report. However, customer is treating with the insulin pen. Product is not being returned or replaced.